Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and broken battery tube threads.

Event description:
It was reported that piece of plastic came off and it was missing. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.